Event description:
It was reported that the patient underwent a heart transplant on (B)(6) 2021. Whether the transplant was device or therapy related was not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the transplant was routine, and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the account reported that the patient was routinely transplanted on (B)(6) 2021. The patient outcome was not device or therapy related and the device had reportedly operated as intended. Heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.